Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 74-year- male noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. Immediately after insertion, the pump was not providing adequate flow. The impella cp was repositioned several times, confirming placement by echocardiogram (echo), and the inadequate flow continued. The decision was made to remove and replace with a new impella cp pump. No patient harm was reported.

Manufacturer narrative:
The investigation into the low pump flow issues has been completed since the original report was submitted. The device was not returned for investigation. Data logs show low pump flow throughout the entire case run with an active suction alarm. The cause of the low pump flow issue was not determined since product was not returned and sufficient clinical information was not provided.. D6a, d6b.